Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an issue when rotating the knob, the image kept flipping up on the monitor. The issue occurred during sedation of a diagnostic laparoscopic cholecystectomy. The procedure was completed using the same device. There were no reports of patient harm.